Event description:
The user facility reported a 65-year-old male was implanted with an impella 5.5 as a bridge to transplant. It was reported that the sterile sleeve ripped during repositioning in intensive care unit (ICU). It was further reported that the patient developed hematoma after starting heparin and was taken to the operation room for a left chest washout of the impella site. Heparin was held. The patient remains on support and is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
D.6b explant date was added. The investigation for the access site bleed and the product sterile sleeve damage has been completed. The impella device was not returned for evaluation. Based on the clinical notes, all impella insertion and closure procedures followed best practices. The hematoma formed after beginning heparin infusions. This event was successfully managed and resolved by taking the patient off of heparin. The root cause was determined to be anticoagulation management. The clinical review confirmed that the sterile sleeve ripped while repositioning the patient in the intensive care unit due to excessive force. The root cause of the sterile sleeve damage was determined to be a use issue. B.7 information was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12079. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12079 and should not have been. H.6 codes 4114, 4624, and 4628 were reported incorrectly on the initial manufacturer device report number 1220648-2024-12079. New codes have been added. H.6 code 925 was added since the initial submission of manufacturer device report number 1220648-2024-12079 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-12079 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures. Additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-12079 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.